Manufacturer narrative:
(B)(4). Batch #t94t2m. Investigation summary: the device was returned with the clamp arm attached to the inner tube, but the clamp arm weld pin was broken off and not returned. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device condition, not all functional testing could be performed. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Our manufacturing process has been identified as the root cause of this issue.

Event description:
It was reported that during an open gastrectomy, the jaws did not open and close well. The device was used on the blood vessels. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.